Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no evidence to reasonably suggest that the device in this report may has malfunctioned and that the device or a similar device would be likely to cause or contribute to a death or serious injury if the malfunction were to recur. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 97745, serial#: (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient was agitated and angry because their controller was not working. The patient reported that their replacement controller was worse than the first one and was dead after 2 ¿ 3 days and would not power on. The patient reported that the controller spontaneously changes language. The patient stated that it is painful to be without a controller and requested a new controller and battery pack. No further complications are anticipated.

Manufacturer narrative:
Continuation of concomitant products: product ID: 97745, serial# (B)(6), product type: programmer, patient. Analysis of the controller (B)(4) found, no anomalies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that the new programmer was worse than the one she sent back. The patient reported that a few days passed of extreme discomfort for me until I received a rebuilt programmer in which she had to use the same battery she used with the broken programmer she returned. The patient reported that the new programmer sent was worse than the first one. The patient reported that it spontaneously changed to a new strange language she couldn¿t read and not able to change to english. The patient reported that she couldn¿t get the programmer to start. No further complications were reported.